Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations throughout its length and fractured approximately 34.0 cm from the proximal end. The introducer sheath was damaged. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and fractured and the introducer sheath was damaged. This damage likely occurred due to forceful manipulation of the ruby coil during insertion into the lantern. The lantern mentioned in the complaint was not returned for evaluation and, therefore, the root cause of the initial resistance experienced during the procedure could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01297.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing two ruby coils through a lantern delivery microcatheter (lantern), two assisting residents encountered resistance and decided to apply extra force to push the coils forward rather than retracting and repositioning the lantern. Consequently, both ruby coil pusher assemblies were inadvertently kinked by the two assisting residents. Therefore, both ruby coils were removed and the procedure was completed using additional ruby coils and the same lantern. It should be noted that the lantern was flushed before each coil insertion and that a rotating hemostasis valve (rhv) was used throughout the procedure. There was no report of an adverse effect to the patient.